Event description:
It was reported that stimulation was felt where it normally was; however, it was stronger than usual. It was noted that the patient tried to turn stimulation down to 0 volts and this was confirmed with the patient programmer and recharger; however, the patient still felt stimulation. This was still the case after doing a short physician reset mode (prm) for 20 seconds. It was noted that the patient started to feel the stimulation the night before report or the morning of the day of report. It was noted that the patient had fallen "a couple of weeks ago" and had a bruise in her back. It was noted that the patient's status was unknown. One day later, additional information reported that the patient was unable to turn stimulation off. The manufacturer's representative reportedly thought the issue was with the software. It was confirmed that the lightning bolt icon was gone, but the patient still felt stimulation. It was reported that the patient stated that "it was much better" after the prm, but was still having the sensation. It was noted that the sensation the patient was having was not like her usual tingling. The patient noted at the time of report that she could stand up straight, whereas before she reportedly couldn't. There were no reports of previous overdischarges. It was noted that the patient was advised to keep the stimulation off until her doctor appointment on (B)(6). It was reported that the patient had to turn stimulation back on on (B)(6) due to her pain, but that stimulation felt much better. Additional information reported three days later that the manufacturer's representative would be seeing her the following day in the clinic. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-p4, lot# n329990n01, implanted: (B)(6) 2012, product type accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).